Manufacturer narrative:
Product analysis: analysis was unable to confirm the atrial connection port was faulty, the epg passed all incoming functional tests. However, analysis noted that the output connector assembly was broken, the upper case was cracked, and the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty atrial connection port. The epg was not indicating with a flashing light when the port was connected. The epg was returned for service. No patient complications have been reported as a result of this event.